Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level single use device, discarded.

Event description:
Customer reported a false negative result with the binaxnow covid-19 ag self test 2ct taken on (B)(6)2022. Customer also reported mishandling of binaxnow sample card, moving the card before the 15-minute read window. Repeat testing was not performed, but customer reported having covid-19 symptoms and testing positive with an unknown pcr platform on an unknown date. No additional patient information, including treatment and outcome, was provided.